Event description:
It was reported that the insulin pump had missing segments and partial display. Customer stated the window was broken and liquid crystal display screen was broken. No further info provided.

Manufacturer narrative:
The insulin pump had missing segments due to bleeding and cracked display glass. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)